Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of the service repair history record confirmed that there was no repair history within the past year. Olympus service repair device evaluation observed images are not reflected (screen shows color bar), found faulty patient board failure. Device found with old version main switch. Based on the results of the investigation and information gathered, the subject device was a product before the countermeasure by the operational amplifier circuit design change of the dr board, and it is inferred that the phenomenon occurred due to the failure of the operational amplifier. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The unit was returned to the service center and is pending evaluation. An investigation is ongoing to obtain additional information regarding this event.

Event description:
The customer reported that during preparation for use, color bars were observed on the video system center. There was no patient involvement reported.